Event description:
It was reported that the patient's neurostimulation devices were not working and that she had a loss of therapeutic effect, so the patient turned them off. It was reported that the devices worked a little bit when the second one was implanted, they stopped working. It was reported that the devices sometimes activated on their own. Multiple settings were tried and the devices had been reprogrammed unsuccessfully. The patient was seeking a new physician and was considering having the devices removed. Additional information has been requested. See also MFR # 3004209178-2010-10574.

Manufacturer narrative:
(B)(4).